Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 system (model# fg540000 serial (B)(4)). Smartablate generator (model# unknown serial# unknown). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered diaphragmatic paralysis. During the procedure, phrenic nerve pacing was performed in and anterior to the right superior pulmonary vein. Phrenic capture sites were marked and ablation was avoided in those sights. The patient remained to have phrenic nerve pacing capture post ablation. The patient was discharged the day after the procedure without incident. Nine days post procedure, the patient reported of symptoms and was evaluated on an outpatient basis where phrenic nerve palsy was discovered. The patient is doing fine at home and will be monitored in follow up to see if there is a resolution of the symptoms. The physician did not provide a causality opinion on the adverse event; however, it is noted that it is not known if bwi products are responsible for the event.